Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, chest pain and shortness of breath. The right atrial (ra) lead exhibited undersensing and oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.